Event description:
Pt was diagnosed with lumbar spinal stenosis at l4-l5, bilateral foraminal stenosis, spinal instability at l5-s1 because of bilateral pars defect. In 2002 pt underwent total laminectomy at l4-l5, bilateral foraminotomy at l5-s1, nerve roots bilateral right more than left, pedicle screw fusion & instrumentation at l5-s1, and bilateral bony fusion with iliac crest bone graft at l5-s1. In 2003 pt was diagnosed with pseudoarthrosis at l5-s1 with failure of implant, spondylolisthesis at l5-s1, lumbar instability, foraminal lumbar stenosis at l5 bilaterally. In 2003 revision surgery was performed for posterior lumbar interbody fusion, posterolateral lumbar fusion at l4-l5 and l5-s1, transpedicular lumbar decompression with lateral foraminal decompressions at l5, and exploration of lumbar fusion. Post non-segmental instrumentation was removed and placement of pedicle fixation at l4-s1 with right iliac crest bone graft. Osteotek interbody allograft at l5-s1.